Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, during a sync cardioversion procedure, their device lost power when they pressed the shock button. The device reportedly could not be powered back on following this loss of power. There was no additional information on the reported event made available. There was no known adverse outcome to the patient during this reported event.